Manufacturer narrative:
Examination of the returned monitor was unable to confirm the customer's complaint. During evaluation, all parameters were monitored and the device performed as expected with no failures observed. Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the device. The ev1000 was tested per edwards approved standard operating procedures utilizing a simulator. Central venous pressure /arterial pressure signal (s), cardiac output, stroke volume index, stroke volume and central venous oxygen saturation were successfully monitored for over 24 hours with no issues recorded. The screen performed properly during the overnight 'burn-in' testing and the system was powered off and on with no issues, over 4 (four) times. The unit was also tested per edwards internal standard operating procedure for refurbished/repaired units, with no issues detected. No physical damage was observed on the databox or the monitor. It is unknown whether a specific circumstance or process played a role in the customer's experience. The evaluation findings will be communicated to the customer, the device will be returned to service and no further actions will be pursued at this time.

Event description:
It was reported that the co value was unchanged during measurement although other parameters were fluctuating on the patient monitor. Subsequently, the customer attempted zero adjustment again but was unable to zero the device. The monitor and databox were replaced to resolve the issue. Follow-up information stated that no fault messages were observed during this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.